Event description:
Pt was scheduled for a bilateral implant exchange. Upon doing the surgery, it was questionable whether they were leaking or not. The explanting surgeon was different from the implanting surgeon and the MFR of the explanted implants was unknown to either the pt or the explanting surgeon. The implants were sent for routine pathology with no abnormal pathology reported. Rptr's facility considers this to be a pt variance. The pt had had the explanted implants in since 1992.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.